Manufacturer narrative:
The device was returned for analysis and has been evaluated. Evaluation of the returned px slim confirmed that the device was fractured on its proximal end. If the px slim is advanced against resistance at an angle during use, damage such as a kink and subsequent fracture may occur. It was reported that the patient¿s anatomy was tortuous. This likely contributed to the resistance during advancement. The fractured proximal segment with the hub was not returned for evaluation. Further evaluation of the device revealed ovalization on the distal shaft. This damage was incidental to the complaint and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery (ba) using a px slim delivery microcatheter (px slim). It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing the px slim to the target location, the physician experienced resistance and fractured the px slim at the hub. Therefore, the px slim was removed and was not used for the remainder of the procedure. The procedure was completed using a non-penumbra microcatheter and non-penumbra coils. There was no report of an adverse effect to the patient.